Event description:
Caller alleging receiving discrepant low inratio value. On (B)(6) 2014, inratio 1.3, venipuncture 2.2. Time between the two testings was minutes. Pt's therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.